Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 3.00 x 16 synergy drug-eluting stent was advanced to treat the lesion. However, after attempting to advance the device for several minutes, the device failed to cross the lesion. The device was removed from the patient's body and it was noted that the stent was slightly lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged almost across its length with struts slightly misaligned. The balloon cones were reviewed and it was noted that the folds on the proximal balloon cone were slightly relaxed and opened out of their intended position. The distal balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the mid-shaft section found damage at the port skive area where the midshaft was kinked. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 3.00 x 16 synergy¿ drug-eluting stent was advanced to treat the lesion. However, after attempting to advance the device for several minutes, the device failed to cross the lesion. The device was removed from the patient's body and it was noted that the stent was slightly lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.